Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure cannot be verified. The service history was reviewed, and no prior data was found. A DHR review found no abnormalities that would contribute to this issue. The date of manufacture is approximately 1/30/2014. (B)(4). Per the instructions for use, the user is advised the following; confirm the desired electrosurgical mode is selected prior to use to ensure output characteristics are suitable for the intended procedure. The operator and their support personnel must be diligent in assuring that the esu is properly configured and that proper settings are used. The risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design. Precautions must be taken to restrict flammable materials and substances from the electrosurgical site. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of his customer that the system 2450, 60-2450-120, created a flame off the bovie tip when it was used for a procedure on (B)(6) 2019. There was no patient or user injury or impact. Additional attempts to gather more information were made, however, no new information was provided other than the representative's statement that "it is likely the surgeon was not aware the mode on the machine was on spray instead of their normal setting". This report is being raised based on device malfunction with potential for injury upon reoccurrence.